Event description:
The reporter stated that she did back to back blood glucose tests, one after the other, using different fingersticks and strips. Her results were 188,265,167 and 176mg/dl. She did not have any symptoms. Control testing was not done due to unavailablity of control solution. The lifescan representative reviewed qc procedures and discussed meter to lab comparisons.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8